Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00599: the hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a neuron max 6f 088 (neuron max) and a penumbra system 5max reperfusion catheter (5max). It was reported that the patient had an extremely tortuous aortic arch. During the procedure, the physician experienced resistance while making the turn from the aortic arch into the left common carotid artery and noticed that the neuron max became kinked mid/distal shaft. However, the physician was able to resolve enough of the kink to pass a 5max, another manufacturer¿s catheter and microcatheter, and a stent retriever device through the neuron max. While removing the 5max from the neuron max, the physician experienced slight resistance and it was assumed the neuron max must have kinked again. Upon completely removing the 5max from the neuron max, the physician noticed that the tip of the 5max had sheared off and was still inside the neuron max. The physician then re-wired the neuron max and successfully removed the fragmented 5max tip without issue. The procedure was successfully completed using the same neuron max and the other manufacturer¿s catheters. There was no report of an adverse effect to the patient.